Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue and time clock anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that when set time for pump the time quickens and at the moment, so it speeds up by itself and when they upload insulin pump and time difference between insulin pump and computer time. Troubleshooting was performed for time clock anomaly. Customer stated that gaining time was greater than 1 week and 4 min per month. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated only received the battery drain when running a temp basal so she has not been doing that but since pump will get replaced due to time clock anomaly. Customer was not performed troubleshooting for the battery issue. The insulin pump will be returned for analysis.